Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that there was moisture in the battery cap and evidence of damage to the pump casing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: there was evidence of pump reboot events and battery alarms observed in the black box beginning on (B)(6) 2015. The pump intermittently powered on with returned battery cap. The returned battery cap was unable to fully tighten to the pump due to damage. There were battery compartment cracks observed in the thread area and below the grip pad. There was evidence of moisture contamination inside the battery compartment and on the underside of the returned battery cap. The pump was exercised with a test battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. There was no additional moisture in the pump.